Event description:
The MFR has refined the criteria for making MDR decisions. Upon a retrospective review, the following event is now believed to be reportable: a customer reporting on an 8mm electromyographic (emg) endotracheal tube stated "the [certified registered nurse anesthetist] put the tube down the pt's throat and tried to inflate the tube. The tube would not inflate; when pulling the tube from the pt it was noticed that there was an exposed wire which had punctured the tube." There was no report of pt injury. The device was not returned for eval, and no further info is available. A wire outside the lumen has the potential to puncture the pt or the cuff.

Manufacturer narrative:
The unit was not returned for eval. The electromyographic (emg) endotracheal tube is intended for use as a means of providing both an open airway for pt ventilation and for intraoperative monitoring of emg activity of the laryngeal musculature during surgery when connected to a multi-channel emg neuromonitoring device. The emg endotracheal tube is a flexible silicone endotracheal tube with an inflatable cuff and is fitted with electrodes on the main shaft of the endotracheal tube, which are exposed only for a short distance, approx 30mm, slightly superior to the cuff. The electrodes are designed to make contact with the pt's vocal cords to facilitate emg monitoring of the vocal cords during surgery when connected to an emg monitoring device. Both the tube and the cuff are manufactured from material that allows the tube to readily conform to the shape of the pt's trachea with trauma to tissues. The emg endotracheal tube is packaged as a sterile single-use device. Nerve monitors are mandatory for use with the emg endotracheal tube. When info suggests that the nim equipment had the potential to cause pt injury it is assumed that the failure may go undetected. Therefore, w/o info to reasonably suggest serious injury, or that medical intervention was required to preclude serious injury, we are filing this report as a product problem. This product was being used for treatment, not diagnosis.